Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Please provide the date of reoperation. Mesh location and integrity? Was any deficiency or anomaly of the mesh? If yes, please describe it. Are there any pictures available? What is the patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent ventral hernia surgery and mesh was placed laparoscopically. The patient presented with recurrence at 6 months and underwent reoperation. Additional information has been requested.